Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that the ventilator has insufficient ventilation during patient treatment. There was no patient harm. Manufacturer's reference #:(B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site. During on-site inspection, it became evident that there was a communication issue with the expiratory cassette. To address the issue, the moisture trap and the expiratory channel printed circuit board (pcb) were replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs shows no stop of ventilation, but it indicates that the device generated several ventilation alarms, such as inspiratory flow overrange, low expiratory minute volume, and low positive end expiratory pressure. The replaced expiratory channel pcb was returned for further investigation. A visual inspection of the returned expiratory channel pcb revealed no abnormalities. The pcb was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The conclusion is that the device failed to meet its specifications, and the reported failure regarding insufficient ventilation can be confirmed from the provided device logs. The reported issue could not be reproduced at the manufacturing site; therefore, it cannot be established whether the replaced expiratory channel pcb was faulty and the sole cause of the reported issue or if the moisture trap was the only main cause of the reported failure.

Event description:
Manufacturer's ref: (B)(4).